Manufacturer narrative:
Concluson code: no conclusion can be drawn at this time.

Event description:
It was reported that a patient underwent a urethropexy in 2007. During the procedure, the mesh and the sheath were cut on the right side at the level of the skin and approximately 6cm of the sheath slipped below the surface of the skin. Further dissection was performed to remove the sheath. The mesh was also removed and a new sling device was successfully inserted. Surgery time was extended ninety minutes.